Manufacturer narrative:
Awaiting return of product from health care facility. Once received, it will be sent to the MFR for eval.

Event description:
Doctor was implanting a screw into dense bone of a male pt when the screw broke. The doctor did not explant a portion of the screw. The patients health was not compromised.